Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: 2.0.1 h3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Reviewed the logs and there were three sessions on the date of issue. First and second sessions logs didn't capture any errors related to reported issue. Third session logs captured the procedure used was spinalfusion and multiple "infrared interference error" messages were logged. Also observed that, tool_5 small passive frame was used as a reference frame. Apart from this, logs didn't capture enough information to determine root cause. H6: b01, c19 and d15 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that positioning sensor unit (psu) was having trouble tracking the reference frame. The site rebooted the system and the issue resolved. There was no delay and no impact on the patient's outcome.